Manufacturer narrative:
Product event summary: the controller and batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed several momentary disconnections involving bat320502, bat590015, bat590074, bat592102, bat600210, and bat753855. Momentary disconnections result in an audible tone or beep. This is likely perceived by the patient as the reported intermittent audible alarms. Additionally, one controller power up with its associated motor start was recorded on 3/apr/2019 at 07:11:17. The data point prior the controller power up revealed that bat753855 was connected to power port 1 and bat590074 was connected to power port 2. Multiple momentary disconnections were recorded before the loss of power involving bat590074. The data point recorded after the loss of power revealed that bat320502 was recorded to power port 1 and bat590074 was connected to power port 2. The controller was without power for 12 seconds. As a result, the reported loss of power and intermittent alarms was confirmed. A power source lubrication procedure had been performed for batteries bat587704, bat587718, bat590015, bat590074, bat591490, bat592102 on 01/june/2018, while a separate power source lubrication procedure was performed for bat600210 under on 15/aug/2018. There is no evidence that the lubrication servicing was performed on the reported bat320502 and bat753855. While the devices were not available for physical analysis, the most likely root cause of the reported intermittent alarms can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were opened to evaluate events involving the controller losing power and momentary disconnections prior to the lubrication service procedure. Additional products: battery bat320502 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery bat587704 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery bat587718 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery bat590015 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery bat590074 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery bat591490 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery bat592102 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery bat600210 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery bat753855 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery : model #: 1650/ catalog #: 1650/ expiration date: 03/31/2017 / serial or lot#: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 03/31/2016, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : model #: 1650de/ catalog #: 1650de/ expiration date: 10/31/2018/ serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 10/29/2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : model #: 1650de/ catalog #: 1650de/ expiration date: 10/31/2018 / serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 10/27/2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : model #: 1650de/ catalog #: 1650de/ expiration date: 11/30/2018 / serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 11/29/2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : model #: 1650de/ catalog #: 1650de/ expiration date: 11/30/2018, serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 11/29/2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : model #: 1650de/ catalog #: 1650de/ expiration date: 12/31/2018 / serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 12/13/2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : model #: 1650de/ catalog #: 1650de/ expiration date: 12/31/2018 / serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 12/15/2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : model #: 1650de/ catalog #: 1650de/ expiration date: 05/31/2019 / serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 05/18/2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : model #: 1650de/ catalog #: 1650de/ expiration date:05/31/2019 / serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 05/18/2018, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaint of intermittent audible alarms and believed it was related to the batteries. It was noted that the event was associated with an unexpected loss of power to the controller. The controller and batteries remain in use. No patient complications have been reported as a result of this event.